Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, e3, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2022 to 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that that station database in recovery pending due to an unapproved knowledge base kb5033688 was installed on the station. Uninstalled the ka 000017503 knowledge base and restarted the station to resolve. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system database was not opening when users attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database was not opening due to an unapproved knowledge base was installed on the station. A technical support specialist uninstalled the knowledge base and restarted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system database was not opening when users attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.